Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the re-turned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe-ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc di stal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the catheter was stuck in sheath" is not confirmed. During the investi-gation, no damage or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. The sheath was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Manufacturer narrative:
(B)(4). The reported complaint that "catheter was stuck in sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".